Event description:
"Blew out her knee", unable to walk, convulsions, lupus anticoagulant syndrome, gallstones, kidney stones, arthritis, swelling: knee, body; weight gain, left knee effusion, joint pain, fever. The patient, a female, received synvisc therapy consisting of three injections, during one month for cartilage injury in the left knee. The patient reported knee swelling and pain after the first two injections. The physician attempted knee drainage, but was unable to reach the knee socket with success. After the third injection, the keen pain increased and the patient fell at work as a result of it. She states that she also experienced high fevers and body swelling after the injections. Her new physician recommended total knee replacement and informed her that she has developed lupus anticogulant syndrome. The patient states that she cannot move around, has gained 100lbs, and is in constant pain. Additional information has been requested.

Manufacturer narrative:
Additional information was received on 11/1/06 from the patient. The patient reported that she had three synvisc injections into her left knee in late 1997 or early 1998. There was no prior history of synvisc injections. The indication for synvisc injections was an inury at work. She reported that the synvisc injections "blew out her knee." After her first injection, her knee was swollen about 5-6 inches in diameter. After the second injection, the knee was swollen about 10 inches in diameter and some fluid was removed. The third injection was given and the knee was swollen to about 36 inches in diameter and she also experienced fever and convulsions. She went to the hospital for treatment and they tried to remove the fluid. She reported that they couldn't even see the synvisc on the MRI (magnetic resonance imaging). She was on crutches for 2.5 years and injured her hips. Her physician told her she could not be treated with knee replacement surgery because of her lupus. The patient stated that she could not have any type of surgery due to the lupus. She developed gallstones and kidney stones since receiving the synvisc injections and could not have surgery. She stated that all these problems are related to be bad allergic reaction she had from the synvisc injections about 9 years ago. At the time of the report, her left knee was still 9 inches in diameter larger than her right knee and she was not able to walk.